Event description:
It was reported that the patient "fell unconscious" and was taken to the hospital. A "lead leak" was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.